Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during the patients lead explant the lead had fractured and a fragment still remains in the patient. No surgical intervention is planned to explant the remaining fragment. Related manufacturer reference number: 1627487-2023-02277, 1627487-2023-02278.